Event description:
As reported by a field clinical specialist, during a right-transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 valve, damage of a 16fr esheath+ occurred. The vessel was pre-dilated to 18 mm, and the introducer was fully inserted and locked in position. The physician noted a slight step of resistance during insertion of the sheath into the patient, which was stated to have possibly been due to vessel tortuosity. No actions were taken for this event. No difficulty was encountered while inserting the delivery system through the sheath. The 29mm sapien 3 valve was successfully implanted in the aortic position, and there were no issues during withdrawal of the delivery system or removal of the sheath. Damage was noted on the tip of the sheath, and the damage was described as a torn distal tip. The damage is believed to have occurred during insertion of the sheath. No patient injury occurred, and the patient remained in stable condition following the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: updated h3, additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Images of the device were reviewed, and the following was observed: the distal tip is torn radially and axially. Hdpe stretching noted along the tears. Soft tip damage observed. The device was returned for evaluation. The device was visually examined, and the following was observed: liner fully expanded as designed. There is a liner tear starting at approximately 3.5" from distal strain relief through the end of the distal tip. The distal tip is torn radially along distal liner edge with hdpe stretching along tear. There is soft tip damage/stretching. Scratches are present on the distal sheath shaft/tip. The c-marker is present and all scorelines are present. The liner thickness was measured along the liner tear, and all measurements were found to be within specification. Due to the nature of the event, no applicable functional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The torn sheath distal tip was confirmed based on the evaluation of the returned device and provided device imagery. Based on the device evaluation, it appears more likely that the distal tip tear occurred during advancement rather than during sheath insertion. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation. Additionally, patient factors, such as challenging anatomy (as "moderate" tortuosity reported), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.